Event description:
It was reported that lens was stuck in wound and damaged on removal from the eyes. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/ not provided. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter first & last name: unknown/information not provided. Section e1: email address: unknown/information not provided. Section e1: telephone number: unknown/information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.